Event description:
Permanent disfiguration; using the g6 sensor from dexcom has caused my skin to blister, burn, and permanently scar due to whatever they're putting in their formula. I don't use the product incorrectly nor for longer than the allotted amount of time stated on the packaging yet after wearing it for 3 days, my skin begins to blister and burn. FDA safety report ID# (B)(4).